Event description:
It was reported that a patient presented to clinic. Device interrogation revealed r-wave amplitude variation and post-sensed t-wave oversensing on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was stable following the procedure.